Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) for failure analysis investigation. The iesu was analyzed and and failure analysis investigations could not replicate or confirm the customer-reported complaint. The reported issue could not be confirmed through system logs, as no erbe errors were recorded. Upon visual inspection, the unit was found to have a deep but short gash on the front right of the bezel and a small area of missing paint on the rear right side near the heatsink¿s first fin. The unit was tested on the system, where all instruments were correctly recognized, and all required energy operations were successfully performed on all ports. The monopolar port grip was found to be nominal. An m-31 error was noted in the erbe logs. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause of the customer-reported issue could not be determined, as the failure analysis did not identify any abnormalities in the erbe unit, and it operated as expected. This error can be resolved through troubleshooting or replacement of the erbe.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the iesu to resolve the issue. The system was verified and ready for use. Isi has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer had been experiencing intermittent energy issues on the integrated electrosurgical unit (iesu/erbe). The customer is swapping out vision carts due to the intermittent issue with the erbe. An intuitive surgical, inc. (Isi) technical support engineer (tse) looked at previous logs and found no erbe faults. The customer restarted the erbe, replaced the instrument, energy cords, and tried all the ports but the issue remained. The procedure was converted to another da vinci system with no reported injury.